Event description:
Procedure type: lap chole. According to the reporter: clips did not close properly or scissored significantly from distal end. There was no harm to patient and current status is fine. There was no tissue damage, no extra bleeding, no instrument parts into patient. Other instrument was used to get ligation of ducts done. Tissue was inflamed.

Manufacturer narrative:
(B) (4). (B) (4).